Event description:
It was reported that guidewire entanglement occurred. The target lesion was located in the circumflex artery (cx). The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when attempting to advance the opticross to the lesion in the cx, it ended up going toward left anterior descending artery (lad)instead. This caused the guidewire to kink and become fixed to the opticross. The guidewire was removed all at once. Procedure was completed with another of same device and there were no patient complications reported.